Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump escape button was stucking. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer states that pump not dropped nor bumped nor exposed on moisture. The insulin pump will not be returned for analysis.